Manufacturer narrative:
MDR 3003442380-2024- 00285 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Over the last 4-5 months, event possibly on (B)(6) 2023 as event date. It was reported by the patient that two infusion sets cannula were kinked and reported bleeding at infusion set insertion site. Event occurred over the last 4- 5 month. The infusion set was in use for less than 3 hours and was inserted in the abdomen. Customer's blood glucose at time of issue was noticed as 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.